Event description:
It was reported that the surgeon inserted a competitor's lens and one haptic was torn by the msi-tm injector. The incision was enlarged to remove the lens and another same type lens was implanted. The pt is doing well.

Manufacturer narrative:
Evaluation codes: method - (other): injector lot number search; cartridge lot number search. Results - (other): an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and no similar complaint was found.